Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that patient experienced hemolysis. A patient treated for atrial fibrillation using the opal mapping system and a farawave nav pulsed field ablation (pfa) catheter underwent 48 pfa applications for vein and posterior wall isolation. Radiofrequency (rf) stablepoint catheter was then introduced into the left atrium and rf of the mitral isthmus for perimitral flutter line was completed. Then, the rf catheter was placed into the coronary sinus (cs) for termination of the perimitral flutter. No complications occurred during the procedure; however, it was later reported that temporary dialysis was required due to hemolysis. The physician indicated the device procedure likely contributed to the complication, likely due to delivering pfa applications in a patient with elevated creatinine at baseline. No device issues were reported. The farawave catheter is not expected to be returned as it was disposed. The patient was admitted to the hospital beyond standard care. The patient was stable and was later discharged.

Manufacturer narrative:
B3: date of event- updated and corrected. B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that patient experienced hemolysis. A patient treated for atrial fibrillation using the opal mapping system and a farawave nav pulsed field ablation (pfa) catheter underwent 48 pfa applications for vein and posterior wall isolation. Radiofrequency (rf) stablepoint catheter was then introduced into the left atrium and rf of the mitral isthmus for perimitral flutter line was completed. Then, the rf catheter was placed into the coronary sinus (cs) for termination of the perimitral flutter. No complications occurred during the procedure; however, it was later reported that temporary dialysis was required due to hemolysis. The physician indicated the device procedure likely contributed to the complication, likely due to delivering pfa applications in a patient with elevated creatinine at baseline. No device issues were reported. The farawave catheter is not expected to be returned as it was disposed. The patient was admitted to the hospital beyond standard care. The patient was stable and was later discharged. It was further reported that the procedure occurred on (B)(6) 2025, the hemolysis was confirmed the following day. During the ablation procedure, there were no indications of this condition, as the ablation (pfa) portion of the procedure was normal. Currently, the patient has recovered and is stable. It was further corrected and confirmed that the event date was 24 october 2025, where the representative was informed by the physician about the hemolysis on (B)(6) 2025.

Event description:
It was informed that patient experienced hemolysis. A patient treated for atrial fibrillation using the opal mapping system and a farawave nav pulsed field ablation (pfa) catheter underwent 48 pfa applications for vein and posterior wall isolation. Radiofrequency (rf) stablepoint catheter was then introduced into the left atrium and rf of the mitral isthmus for perimitral flutter line was completed. Then, the rf catheter was placed into the coronary sinus (cs) for termination of the perimitral flutter. No complications occurred during the procedure; however, it was later reported that temporary dialysis was required due to hemolysis. The physician indicated the device procedure likely contributed to the complication, likely due to delivering pfa applications in a patient with elevated creatinine at baseline. No device issues were reported. The farawave catheter is not expected to be returned as it was disposed. The patient was admitted to the hospital beyond standard care. The patient was stable and was later discharged. It was further reported that the procedure occurred on (B)(6) 2025, the hemolysis was confirmed the following day. During the ablation procedure, there were no indications of this condition, as the ablation (pfa) portion of the procedure was normal. Currently, the patient has recovered and is stable.

Manufacturer narrative:
B3: date of event- updated b5: describe event or problem - updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.